Event description:
It was reported sometimes, the patient was upright and moved in front of the computer and felt a stimulation change. It was noted the patient was not changing from upright to laying down and sometimes this occurred if they were driving a different vehicle. It was reported to have been occurring since adaptive stim was enabled. It was reported the manufacturer representative had the patient sit as they do in front of a computer and the implantable neurostimulator (ins) correctly detected "upright". The patient then leaned back and the position of "lying down" was detected. It was noted the upright cone was on "xs" and laying was on large.

Manufacturer narrative:
Product ID 37744, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).